Event description:
Sorin group (B)(4) received a report that the cp5 centrifugal pump displayed an error message and would not function when attempting to re-infuse the pt after coming off bypass. Hand cranking was used to infuse the remainder of the blood in the reservoir and there was no pt injury.

Manufacturer narrative:
Sorin group (B)(4) manufactures the sorin centrifugal pump cp5. The incident occurred in mayfield (B)(6). This medwatch is filed on behalf of sorin group (B)(4). The investigation is ongoing. A follow-up report will be sent when the investigation is complete.